Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced a hypoglycemic event and was admitted to the hospital. Date of event is an approximate. Patient's wife reported that patient experienced the event. It is not known what treatment patient received. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.